Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not closed. A field service engineer (fse) found that main drawer 3 was not recognizing as closed. The issue was intermittent and only registered as closed when the drawer was slammed. Pill and pill packaging debris were found on and around the open/close sensor and were removed. The sensor was checked and found to be secure in its mount. After clearing the debris, the drawer no longer failed in the station application but continued to fail the hardware test application (hta). The sensor was replaced, after which the drawer did not fail again. The drawer was tested in both hta and the station application and was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3 would not close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.